Event description:
It was reported that a patient underwent a hip revision approximately two years post implantation due to metalosis. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Report source: australia. Concomitant medical products: unk depuy cement. Cat #: 00811400100, femoral stem 12/14 neck taper standard offset size 1 130 mm stem length, lot #: 64631337; cat #: 110010246, g7 osseoti 4 hole shell 56mm f, lot #: 6777088; cat #: 110024464, g7 dual mobility liner 44mm f, lot #: 352940. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02608, 0001825034-2022-02609, 0001822565-2022-03224. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated d4: expiration date and UDI. H6 proposed component code: mechanical (g04)- head. Visual examination of the provided pictures identified the explanted head and stem, covered in bio-debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: limited records, radiograph lacks full view of the entire right tha implants. Revision of shell, head, stem, and liner due to metallosis and confirmed in that attached revision op record. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.